Event description:
An eman procedure was done without complications. Two different rns made 3 attempts to deploy the bravo capsule. The capsule was successfully deployed after the givens representative was contacted.